Event description:
During a percutaneous transluminal angioplasty surgery, a blook leak was noted at the valve (regardless of use of a guidewire). Another sheath was going to be used, however, the patient's vessel was not available to insert a device again, so he decided to continue the surgery while the patient was still bleeding. The procedure was completed with no consequences to the patient.

Manufacturer narrative:
One 6f ultimum introducer sheath was received for evaluation. The dilator, guidewire assembly and j-straightener were also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.